Event description:
Complainant alleged that the head section will not raise or lower.

Manufacturer narrative:
Technician found that the head section would not raise or lower due to broken gas spring on head section assembly. Replaced the broken gas spring to resolve this issue. Bed found on 6th floor. No patient impact.